Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, undersensing by the implantable cardiac monitor was observed. Device reprogramming was performed and the patient would continue to be monitored.